Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the heart block cannot be determined, it is possible patient or procedural factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported by our japan affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resila (s3ur) valve difficulty was encountered when advancing and retracting the 26mm commander delivery system (ds). When the 14f esheath+ was inserted, the tip of the sheath interfered with calcification just proximal to the tortuous segment, and the sheath could only be advanced to the mid-portion of the tortuous segment. It was thought that passage might be possible using a high stiffness wire and the ds, the ds was advanced; however, it could not pass through the tortuous segment. After more than five minutes had elapsed, a decision was made to withdraw the devices and to attempt the transfemoral approach again. However, when attempting to retract the delivery system into the sheath, retraction was not possible. After discussion by the heart team, a snare wire was inserted via the left radial artery, and the high stiffness wire was captured in the ascending aorta. While pulling up the wire, the ds was successfully advanced to the descending aorta. However, fluoroscopy confirmed bending of the s3ur valve stent when attempting to retract it into the sheath. Following additional heart team discussion, a 26mm s3ur valve was deployed with 25 cc in the distal descending aorta beyond the trifurcation, where the vessel diameter was approximately 24 mm. Aortography confirmed good apposition and the absence of vascular dissection. Subsequently, a second kit was opened, and a 26mm valve was deployed according to the standard procedure. After deployment, the access vessels were patrolled, and no vascular injury was identified at any site. After recovery from anesthesia, no neurological symptoms were observed, and the procedure was completed. The patient's final condition was reported as stable. The perceived root cause of this event was reported as severe tortuosity and calcification of the abdominal aorta. On the same day severe conduction disturbance was observed, and a permanent pacemaker was implanted.